Event description:
The customer reported that while the iabp was in use on the pt, the iabp shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. In an unrelated issue the company representative updated the iabp software to b.07. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).